Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of short battery life. During testing, the pump powered on and successfully completed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.